Manufacturer narrative:
Corrections based on additional information received.

Event description:
During revision surgery all total hip components were revised except for acetabular shell that was left in situ.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported that patient underwent a revision surgery due to fracture of femoral stem, feeling a pop in the hip while walking several days prior to revision surgery.